Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Partial or total occlusion or obstruction of the coronary ostia is a recognized complication of an aortic valve replacement and, less frequently, from mitral valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction, acute peri-operative right, left or bi-ventricular dysfunction and/or death. In this case, replaced the valve with a smaller profile valve. The patient was weaned from cardiopulmonary bypass and left ventricular function appeared completely back to baseline. There has been no indication or allegation of a product malfunction. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported the 3300tfx 21mm bioprosthetic aortic valve was explanted at implant due to stent post blocking a coronary. Per the operative report, this patient presented with critical aortic stenosis requiring avr. The subject device was implanted and there was good apposition of the sewing ring to annulus. Re-warming of the patient was begun. Cross-clamp was released and the aorta and ventricle were de-aired with their respective sumps. The patient experienced ventricular tachyarrhythmias and required multiple attempts of defibrillation. She was ultimately successfully defibrillated after the administration of 2 boluses of amiodarone. Temporary ventricular and atrial pacing wires were placed. She was av paced. She came off cardiopulmonary bypass but she could not sustain her hemodynamics. The patient was placed back on cardiopulmonary bypass and the patient was placed on dobutamine and came off the heart-lung machine once again and were able to sustain her hemodynamics. After protamine was administered, the patient deteriorated again. The patient was placed on bypass again and it was decided to place an iabp. She was weaned off bypass but now appeared to have segmental wall motion abnormality in the lateral and posterior walls of the left ventricle. Therefore, it was decided to re cross-clamp, re-arrest the patient and examine the valve and the left main coronary artery. It was felt that flow through the left main was being compromised. Therefore, the valve was explanted and a 8300ab 19mm intuity elite valve was implanted. This valve had a much smaller profile and was well away from the left main coronary artery. The patient was weaned from cardiopulmonary bypass and left ventricular function appeared completely back to baseline. The patient was transferred to the ICU.